Event description:
Customer reports receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21625k, reader sn (B)(4). Two repeat cue tests performed the same day provided negative results. Customer also reported having two pcr tests performed (one on (B)(6) 2022, one on (B)(6) 2022) that also provided negative results. Customer had no symptoms. Customer did not specify whether or not they were vaccinated or if they had a known exposure. Customer did not clarify if cartridges were stored at recommended temperatures.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.